Manufacturer narrative:
The device was not returned. The customer was advised to obtain a suction source to properly reprocess their scopes. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the facility did not have a suction source to properly reprocess the gastrovideoscope. The issue occurred during a reprocessing in-service. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event occurred due to deviation from the instruction manual by the customer. The following information is stated in the instructions for use (IFU) for reprocessing: chapter 6 "compatible reprocessing methods and chemical agents" chapter 7 "cleaning, disinfection, and sterilization procedures" chapter 8 "cleaning and disinfection equipment" olympus will continue to monitor field performance for this device.